Event description:
It was reported that inadvertent deployment occurred. The stenosed target lesion was located in the iliac artery. A 6 x 150 x 130 innova was selected for use. The stent was prepared after balloon inflation. Prior to inserting the guidewire, 1cm from the tip of the stent was deployed. The stent could not be delivered. Another of the same device was used to complete the procedure. There were no patient complications and the patients status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 57mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock is missing. The pull rack and middle sheath are no longer in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities. There is evidence the device was used contrary to product labeling per the instructions for use (IFU). The IFU states: do not remove the thumbwheel lock prior to deployment. Premature removal of the thumbwheel lock may result in an unintended deployment of the stent. Analysis of the device found that the pull rack and middle sheath are no longer in the manufactured position while the lock is missing from the thumbwheel indicating the thumbwheel was used.

Event description:
It was reported that inadvertent deployment occurred. The stenosed target lesion was located in the iliac artery. A 6 x 150 x 130 innova was selected for use. The stent was prepared after balloon inflation. Prior to inserting the guidewire, 1cm from the tip of the stent was deployed. The stent could not be delivered. Another of the same device was used to complete the procedure. There were no patient complications and the patients status was stable.